Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. Fluid leak was identified on the balloon. During the procedure a cuff and a balloon were implanted. No information was provided about the patient's outcome. No more information is available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.